Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left circumflex artery (lcx). A 3.00x32mm promus premier¿ stent was selected for use and advanced but failed to cross the lesion. As the stent was pulled back into the guide, it was noticed that the stent struts were deformed and were sticking out off the balloon. The procedure was not completed. No stent was deployed to the target vessel. No patient complications were reported.